Event description:
Same case as: 2134265-2009-00525. It was reported that during a coronary drug eluting stenting treatment procedure, a drug eluting stent was implanted instead of a bare metal stent. The 100% stenosed ostial lesion being treated was located in the non-calcified proximal right coronary artery (rca). The lesion was predilated with a 2.5x20mm maverick balloon, inflated to 15 atm. "The physician thinks it's confusing having a drug eluting stent called taxus liberte and a bare metal stent called liberte." The physician implanted a 3.00x20mm taxus liberte drug eluting stent, inflated to 18 atm, when he wanted to implant a liberte bare metal stent. A 3.00x8mm taxus liberte drug eluting stent was also deployed, inflated to 15 atm. The physician is concerned because the pt will need to go off of plavix in 'a couple of weeks' due to surgery for a pre-existing gastrointestinal bleed. Pt status reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.